Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the dirty light guide lens could not be determined. It is possible that moisture entered the device from the leaking area, and corrosion may have been detected as a stain. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending angle in the right direction does not meet the standard due to abrasion of the angle wire. Waterproof is not possible due to scratches on the distal end. The closed-coupled device (ccd) lens was broken. There was a scratch on the connecting tube. There was a scratch on the locking engagement lever. There was a wrinkle on the universal cord. The coating on the universal cord was peeling off. The scope-cover was deformed. The electrical-connector was corroded by water leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported to olympus, that there were scratches on the insert of the evis lucera duodenovideoscope. The issue was found during preparation for use. The intended procedure was completed using a similar device with no delay. Inspection and testing of the returned device found the inside of the light guide lens was dirty. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.